Event description:
It was reported that a spectrum pump displayed a system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.